Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported packaging damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during shipping to the account the device/boxes were inadvertently mishandled resulting in the reported/noted packaging damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The other two xience prox devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that upon receipt, the shipping box containing the 3 xience prox devices was found to be damaged (multiple dents). Once unpacked, the chip board boxes were found damaged (multiple dents) and the sterile plastic pouches also appeared to be damaged (multiple kinks). Therefore, the nurse was unsure if the devices were still sterile and the devices were not used for any procedure. There was no patient involvement. No additional information was provided.